Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the cable was stretched out on the fenestrated bipolar forceps. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found upon visual inspection, the instruments pitch cable was loose at the "climping" pulley, therefore was loose at the grips. Failure analysis investigation also found the instruments pitch cables were frayed. The pitch up cable had a small fray at midpoint. The crimp was still attached to the cable. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.